Event description:
In the process of contacting the pt to notify them that their generator may be nearing end of service, it was discovered that the pt had expired from a brain hemorrhage. The date of death is unknown at this time. It is unknown whether the pt's ncp system was explanted. Attempts to obtain add'l info have been unsuccessful to date. There is no allegation of device deficiency. There is no indication that the vns therapy caused or contributed to the event.